Manufacturer narrative:
H10: additional manufacturer narrative: updated sections d4 (expiration date), h4, h6 (type of investigation) calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification has been shown to occur at accelerated rates in patients with renal failure. Although the doctor commented that it was unknown if there was causal relationship between the event and the device and if the valve failed prematurely, there is no evidence of a manufacturing non-conformance. The reported calcification is most likely related to the patient's need for dialysis and the valve being implanted for approximately 10 years. Additionally, there is no evidence to suggest a product failure with regard to design, reliability, or use error. The root cause of this event was determined to be due to patient related factors. The event observed in this case was due to a progression of the patient's underlying valvular disease pathology combined with the patient's other underlying risk factors. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H3: evaluation summary: customer reports of stenosis and structural valve deterioration were confirmed through observed calcification and host tissue overgrowth. X-ray demonstrated wireform was bent outward around leaflet 3 and heavy calcification on all three leaflets. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 3 at the inflow aspect. Host tissue overgrowth on the stent circumference was moderate at the inflow aspect and minimal on the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Leaflet 3 had an 8mm tear near commissure 3 and a 9mm tear near commissure 1. Calcification was evident at the tears. Sewing ring was cut off around the valve and exposed the metal band underneath on the inflow aspect. Cut off sewing ring fragment was not returned. Wireform was also exposed around each of the three leaflets on the outflow aspect and on all three commissures. H10: additional manufacturer narrative: updated sections d4 (serial number), h3, h6 (device code) the reported event was confirmed through preliminary evaluation of the explanted valve. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly once the evaluation has been completed. H11: corrected data: corrected section h6 (type of investigation).

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 19mm 3000j aortic pericardial valve, implanted approximately 10 years, was explanted due to aortic stenosis secondary to structural valve deterioration. The device was originally implanted for aortic valve replacement to correct aortic stenosis. After an unknown duration of the valve implant, the patient presented with heart failure. The device was explanted and replaced with a 21mm 11500aj valve with no adverse patient events reported. Multiple cardiac surgical procedure: mitral valve replacement with a non-edwards valve at explant. The doctor commented that it was unknown if there was causal relationship between the event and the device and if the valve failed prematurely. The patient status was not provided by the customer.